Event description:
During an initial implant procedure, noise was detected on the right ventricular (rv) lead. The rv lead was replaced with a new one to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.